Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Day 6 of the basic evaluation. The trial patient indicated that the lead came out. It was indicated that the patient was going to speak to their healthcare provider on 2016-nov-14.